Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0enlt, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced never having therapeutic effect. It was noted that the patient just had surgery this morning. The patient goes frequently to the bathroom and they wanted to turn it up. It was noted that the manufacturer's representative came and gave the patient the programmer. Patient services helped the patient use the patient programmer and they reported being on program 1 at 1.5v and feeling no stimulation. The patient then increased to 1.7v and felt a slight stimulation. It was later reported that the patient was feeling a pinch when the stimulation was on and she called the representative. Representative then walked the patient through changing programs. They changed to program 3 at .8v. The patient was no longer feeling the pinch. Yesterday, the stimulation was good but today she was having to go to the bathroom a lot. The patient wanted to turn up the stimulation to see if it would help. The patient turned the stimulation up to 1.0. The patient planned to monitor symptoms. The patient was planning to see the doctor. It was later noted that the patient had sent back a letter with her concerns on it. The patient reported a trainer was going to come to her hcp's (healthcare provider's) office in (B)(6) to meet with her and the pa (physician's assistant). It was noted that one night after implant the patient felt the pinch again. Regarding when this happened, it was noted the 2nd or 3rd night after implant. The patient talked to the manufacturer's representative the day after she felt the pinch and she helped her change programs. One day the patient wanted to go higher but her stimulator wasn't working so she suffered all night. Regarding when this happened, it was noted the 2nd or 3rd day after implant. The patient spoke with the manufacturer's representative the next day because she had to change something. The patient "didn't have stim"/didn't feel stim". The manufacturer's representative told her to increase and the screen went black so the representative had her change programs. The representative told the patient she couldn't fix what was wrong on the phone but the pa could fix it with the clinician programmer. The patient met with the pa yesterday. The pa called the representative and the representative told the pa she didn't have to do anything. It was noted on program 1 the patient felt the pinch, and on program 2 the patient didn't feel stimulation. The patient was now on program 3 and it was working fine. The patient's concern was all the programs should be working fine. The patient noted she didn't know anything about "the pinch"; she didn't know she should call someone as soon as possible if she felt a pinch. If additional information is received, a follow up report will be sent.

Event description:
It was later reported that the patient asked if she was doing the right thing by increasing stimulation so that she wouldn't go to the bathroom so many times. The patient wanted to know how does she know that the number is the right one. The patient noted: " I keep putting up the stim from 0.9, changed program because I had a pinch and I have 1.6. The reason I put 1.5 1.6 , I couldn't feel any stim and was going to the bathroom many times." .."sometime it hurt a little bit, I prefer that" to going to the bathroom many times. The caller asked for field representative to speak with the patient. It was noted that the doctor told the patient to talk to technician who came to the hospital. The patient left a message one time, but she did not call back.